Event description:
Philips received a complaint from the customer on the bipap focus device indicating that the leak volume was higher than it should be. It was reported that the patient was on the bipap focus with no issues then transferred to nasal canula to eat dinner. When placed back on the bipap focus, leak was reading over 30, ipap could not be achieved, and the patient started desaturating. The customer replaced the circuit and mask with the same results. They noted that if they partially occluded the exhalation port in the circuit, the leak would decrease and ipap could be achieved. It was noted that the device was swapped out with a different device with no patient issue. Further information was requested regarding the reported harm of desaturation of peripheral oxygenation (unspecified extent). The remote service engineer (rse) informed the customer that if they were using the appropriate patient circuit and mask, that is an indication that the issue is with the unit. The rse informed the customer that the bipap focus is out of support and no repair or parts are available. The customer informed the rse that they would discuss a plan with their management.

Manufacturer narrative:
The customer confirmed the plan to retire the unit from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.